Event description:
It was reported that the monitor displayed a black screen when using subject device during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h4, h6 and h11. The customer contacted olympus technical assistance support (tac). The serial digital interface was selected and reseated the maj-1933 and maj-1941, but the problem continued. Tac advised him to trace the serial digital interface cable connected from the cv-190's comp out to the monitor's sdi in. After suggesting he swapped the cv-190's port from comp out to serial digital interface out and reboot the unit, these changes resolved the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.